Event description:
It was reported during a procedure in the anterior communicating artery (acom), the physician experienced difficulty inserting the coil in the catheter reportedly due to tortuous anatomy and the guidewire "disconnected." The patient's condition is unknown. No further information has been reported thus far.